Event description:
It was reported that removal difficulties occurred. A polarx catheter and a polarmap catheter were selected for a cryoablation procedure. Ten minutes into the procedure, during treatment within the left superior pulmonary vein, an error occurred indicating a refrigerant flow obstruction. Injections were attempted to confirm the occlusion, but it was impossible to inject. The polarmap was also unable to move within the polarx. The catheters were removed. The polarmap was then reinserted into the polarx, the balloon crumpled and retracted with the polarmap. The two catheters eventually became loose, and the procedure continue. As the procedure continued, the same difficulties were encountered after finishing the shot in the left inferior vein. It was not possible to move the polarmap catheter. Both the polarmap and polarx were exchanged, and the procedure was successfully completed. No patient complications occurred. The device was returned for analysis. It was further reported that part of the troubleshooting was connecting and disconnecting the cryo cable (twice), change the introducer to y, change the polarmap and change the balloon. Between each stage they tried to fire again, but every other time the polarmap got stuck.

Manufacturer narrative:
The polarmap was evaluated by boston scientific. Upon receipt at the post market laboratory, the device was visually inspected for any damage that would have led to the errors seen in the field. No damage or abnormalities was found. The polarmap was then inserted/withdrawn twice into the related polar-x device and was met with little to no resistance. With all the available information, boston scientific was unable to confirm the reported clinical observation of failure to advance.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that removal difficulties occurred. A polarx catheter and a polarmap catheter were selected for a cryoablation procedure. Ten minutes into the procedure, during treatment within the left superior pulmonary vein, an error occurred indicating a refrigerant flow obstruction. Injections were attempted to confirm the occlusion, but it was impossible to inject. The polarmap was also unable to move within the polarx. The catheters were removed. The polarmap was then reinserted into the polarx, the balloon crumpled and retracted with the polarmap. The two catheters eventually became loose, and the procedure continue. As the procedure continued, the same difficulties were encountered after finishing the shot in the left inferior vein. It was not possible to move the polarmap catheter. Both the polarmap and polarx were exchanged, and the procedure was successfully completed. No patient complications occurred.